Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure, date and name of initial surgical procedure? Were there any intra-operative complications? When was the mesh extrusion first noted by a physician? Mesh extrusion site/location and diagnostic confirmation? Onset of pain and infection from the initial procedure? Pain and infection location? Were cultures performed? Results? What medical/surgical intervention was performed for symptoms? Results? What is physician¿s opinion as to the etiology of or contributing factors to these events? Is the lesion in bladder related to the mesh? What are biopsy results? What is the patient's current status? Other relevant patient history/concomitant medications? Product code and lot number?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced mesh extrusion, pain and infection and is asking for mesh removal. A lesion in bladder was biopsied and histology results are not in at this time. Additional information has been requested.